Event description:
This report is a duplicate of MFR. Report #: 1644487-2013-01956. Any additional information obtained will be capture in MFR. Report #: 1644487-2013-01956.

Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for explant due to upcoming radiation therapy for breast cancer. The lead and generator were explanted on (B)(6) 2013, reportedly due to lack of efficacy. The lead and generator were returned on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Lead analysis was approved on (B)(6) 2013 and is captured in MFR report # 1644487-2013-02920. Attempts for additional information have been unsuccessful. Review of programming history shows that the patient¿s device was disabled on (B)(6) 2006. There is no record of the device being programmed back on.